Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic coma, diabetic ketoacidosis, dehydration and possibly a bug on (B)(6) 2019 at 8 pm to 12 am with blood glucose of 315 mg/dl. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer went to emergency room as a result of high blood glucose. The customer provides details regarding symptoms of their high blood glucose episodes such as did not feel good, vomiting and felt weak hard to walk. Customer was treated with lot of blood work and fluids. Customer did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the back of the insulin pump broke off where the belt clip rails. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to harm. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer neither experienced diabetic ketoacidosis nor went to diabetic coma because description stated that customer almost went into a diabetic coma and diabetic ketoacidosis hence, harm codes of diabetic ketoacidosis and diabetic coma will be removed.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay, peeling keypad overlay, missing display window cover and minor scratched lcd window. (B)(4).